Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material or lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd tube gave erroneous results. The following information was provided by the initial reporter: "material no. Unknown, batch no. Unknown it is reported customer experienced unexpected and/or unexplained clinical result. Unexpected and/or unexplained clinical or qc results - yes (B)(4)".